Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found upper case broken/contaminated, lower case contaminated, battery release contaminated, two side bail covers broken, battery contacts compressed, ring bent, one side bail bent, and keyboard pad has a cosmetic issue. Analysis also found lcd (liquid crystal display), main printed circuit board, battery flex, and heart lead flex are contaminated and the lcd display is out of specification (gasket seeping out).

Event description:
It was reported that the external pulse generator (epg) powered on "intermittently." The emergency pacing feature also did not power on. It was further reported the device sometimes won't turn on and sometimes won't go through post (power on self test) with a new battery. Contacts of the battery were cleaned and still intermittent. The epg was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.